Manufacturer narrative:
(B)(4). The clip delivery system was returned and the reported gripper actuation issue and device operates differently than excepted were confirmed and determined to be caused by a gripper line break. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the identified gripper line break could not be determined. As the grippers were confirmed to be functioning during device preparation, and were able to be fully raised for the initial grasp of the leaflets during the procedure (indicating the gripper line was intact and functioning as intended), it is possible that the user inadvertently retracted the gripper lever with force, causing the gripper line to break; however, this cannot be confirmed. The reported gripper actuation issue and device operates differently than expected were secondary effects of the gripper line break. Lastly, it appears that both patient morphology/pathology and procedural conditions contributed to the difficulty removing the device, as the inability to raise the grippers and prolapsed anterior leaflet caused the gripper to become caught on the leaflet. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip (61214u135) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the gripper became caught on the anterior leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 61214u135) was advanced to the mitral valve. Grasping was performed, reducing the mr to 2. The clip was deployed; however, immediately after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4. The second cds (61214u134) was advanced to stabilize the slda clip and reduce mr. After the leaflets were grasped, the gripper lever was pulled back, but there was a lack of normal resistance, and the grippers did not come up. A few attempts were made to raise the grippers, but this was unsuccessful. The clip was inverted to be retracted back to the left atrium, but one gripper became caught on the anterior leaflet. Posterior guide torque was performed, and the leaflet was freed from the gripper. The clip was closed and removed with the cds, without issue. A third cds was used to complete the procedure. A total of 2 clips were implanted, reducing the mr to 1-2. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.